Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. Troubleshooting was declined for the high blood glucose reading. Troubleshooting for the blank display was performed but the display did not return, the customer was advised that the insulin pump will be replaced and was asked to return the product for analysis. The customer called back later to state that the blank screen they had earlier for the display has come back on and is now working. The customer stated they still wanted the replacement and will still send the original insulin pump back for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test. No unexpected no delivery alarm noted during testing. Unit was received with normal operating currents and no unexpected off no power alarm, low battery alarm, bad battery alarm, battery out limit alarm, failed battery test alarm or blank display noted. Unit was received with missing end cap sticker, cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and corroded battery tube.